Event description:
The patient was in the prone position with their head in the clamp and pins when the patient's head slipped. No other information provided. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 8/22/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The ratchet extension arm will not go through the base smoothly, this would not have caused slippage; general maintenance and cleaning required. This device was manufactured on june 30, 2012 and a review of dhrs containing lot code 129 showed that these lots passed the required inspection points without mrr's, reworks or variances. There is no service history for this device. No manufacturing or design related trend has been identified. In summary, the end user's experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2012 with no prior service history.